Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported steerable guide catheter (sgc) leak (loss of fluid column during sgc preparation) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a loss of fluid column. It was reported that during preparation, the steerable guide catheter (sgc) was prepped per instruction for use (IFU), but when inserting the dilator in the sgc, a loss of fluid column occurred. The dilator was removed and was attempted to be reinserted, but a loss of fluid column occurred again; therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.